Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the surgery the surgeon was attaching the driving cap to further mallet and advance the nail in the patient femur. During the advancement, the driving cap fell on the floor. It was then noticed that the insertion handle was broken into two pieces and the threaded part was still attached to the aiming jig. There were no fragments generated. There was no surgical delay. The procedure was completed successfully. There was no patient consequence. This report involves one (1) radiolucent insertion handle frn. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the insert-handle radioluc fem recon nail (p/n: 03.033.001, lot number: 267p633) was received at juarez pal. Visual examination of the returned device found a broken fragment of the distal tip of the returned driving cap is stuck inside the reported radio lucent handle. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Complaint relevant dimensions cannot be taken. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part number: 03.033.001, lot number: 267p633 , manufacturing site: haegendorf, release to warehouse date: 14 september 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.